Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with neurostimulators for gastrointestinal/pelvic floor. The patient reported that they had two implantable neurostimulators (ins) and that the one on the left side was repositioned because it was coming out. No further complications were reported or were expected.